Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction. It was reported that since received implant has not noticed any improvement in symptom control. Patient said that this could be as has bowel prolapse. Patient also mentioned starting to have bladder issues as well. Patient asked if they should turn therapy off. Patient said is no longer going to the physician that implanted system, is seeing a new physician in a week. The caller was redirected to new physician, patient will be seeing for therapy direction. Additional information was received from the patient (pt). They said ever since they got the device, they never had symptom improvement and it has been turned off. The pt was considering device removal. Pt asked for information about device removal vs leaving the device inside of their body. Patient services (ps) reviewed information redirected to their doctor. Pt said they will not go back to the implanting doctor. Pt said prior to getting the device the doctor did 3 unsuccessful surgeries on them, put in the implant which was also unsuccessful so they went to another surgeon who fixed their problem by resecting their bowels and fixed it right away.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.